Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the center button of insulin pump sticks quiet often. The customer¿s blood glucose level was 132 mg/dl. Customer stated that the numbers were ramping on their own and scroll bar was moving with no input. Customer stated that the insulin pump was not exposed to a change in altitude. Customer was advised to remove and reinstall battery cap without removing the battery, however keypad was still unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.